Event description:
It was reported that the patient had arrhythmias prior to implant. Patient was noted to have brief non-sustained ventricular tachycardia (nsvt) episodes. While the patient was admitted, there were short runs of ventricular tachycardia. The patient was defibrillated 3 times after cardiopulmonary bypass. It was also reported that due to difficult anatomy, the 6th or 7th rib was broken in the operating room during the implant procedure. The patient experienced pain and required several nerve blocks.

Manufacturer narrative:
Main investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The current heartmate 3 lvas IFU lists bleeding, infection, cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. In addition, this document outlines the recommended anticoagulation regimen and inr range. The heartmate 3 lvas IFU,rev. C is currently available. This IFU lists bleeding, infection, and cardiac arrhythmia, as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including the section entitled "controlling infection." Additionally, the section entitled ¿system operations¿ cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection. This document explains that any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. The section entitled ¿ongoing patient assessment and care¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The heartmate 3 lvas patient handbook, rev. C is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24feb2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that as of (B)(6) 2021, the patient's blood cultures were negative and their white blood cell (wbc) count was trending down. The infection was likely due to a gout flare up.

Event description:
It was reported that on (B)(6) 2021, the patient experienced high drain output from 2 mediastinal and 1 pleural closed suction chest tubes; which resolved on (B)(6) 2021. It was also reported that after discharge, the patient continues to have rib spasms for which the patient takes lyrica.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing post-operative pain. Starting on (B)(6) 2021 the patient had high drain output and acute blood loss anemia. The patient was having large amounts of output from their drain/chest tubes. The patient did not receive a blood transfusion, but did receive correction of coagulopathy. The patient received desmopressin, kcentra, amicar load and drip, and protamine (x2). Positive end-expiratory pressure (peep) was also increased. A chest x-ray revealed left lobe effusion that was slightly increased from initial post-op imaging. The patient received activated clotting time (act) and repeat complete blood count (cbc) tests. After interventions, the output in the drain decreased. The clinical team continued to monitor for bleeding. Hematocrit and hemoglobin remained stable. On (B)(6) 2021, the total amount of blood loss from surgery was estimated to be 1216ml. The total amount of output in the drains over a 24hr period was reported to be approximately 1750ml. The patient's chest tubes were eventually removed on (B)(6) 2021 due to decreased output. Starting on (B)(6) 2021, the patient was found to have leukocytosis with an associated fever. The patient's white blood count increased post-op and then started trending down. The patient only received prophylactic antibiotics as standard of care, but no new antibiotics were ordered. The patient's white blood cell (wbc) count began trending down (B)(6) 2021 and the patient was afebrile on (B)(6) 2021. On (B)(6) 2021 the patient's wbc count started trending up again. At that time their temperature was normal. Blood cultures and lactate were drawn on (B)(6) 2021. Lactate was normal, but blood cultures were still pending. The patient's urine analysis was normal. The plan of action was to continue to monitor. As of (B)(6) 2021, the patients blood cultures were negative and wbc was trending down and the leukocytosis was likely due to gout flare up. Starting on (B)(6) 2021, the patient had persistent tachypnea with a respiratory rate of 40 despite noninvasive positive-pressure ventilation (nippv) (i.e. Patient was on CPAP). A chest x-ray was completed and revealed worsening pulmonary edema. Arterial blood gas measurements were drawn. The patient received 80mg of intravenous lasix, bilevel positive airway pressure settings were increased, and pump speed was increased from 5400rpm to 5500rpm.